Event description:
Swelling in both knees, effusion in both knees, pain in both knees. Information was received on 03-nov-2006 from a patient designee regarding a female patient, who experienced swelling in both knees and effusion in both knees. The patient began treatment with synvisc in 2006. The patient received two injections of synvisc into both knees in different times. After her first injection on, the patient experienced swelling in both knees. The physician removed the fluid and the patient rested for a few weeks. After her second injection, the patient again experienced swelling in both of her knees and the physician again removed the fluid.

Manufacturer narrative:
Additional information was received on 08 november 2006 from the physician. It was reported the the patient's medical history was significant for moderate osteoarthritis with joint narrowing and osteophytes. Prior treatment included nsaids and unspecified viscosupplementation. The physician confirmed that synvisc was administered and that effusion was not collected prior to each injection. Six days after the first synvisc injection, the patient experienced effusion and pain in both knees, which was treated with kenalog (triamcinolone) and arthrocentesis. The effusion and pain resolved by the next 2 days. One day after the second synvisc injection, the patient experienced swelling in both knees and the following day, the patient again experienced pain and effusion in both knees. Treatment was with nsaids and repeat of arthrocentesis. Synovial fluid was sent to the lab for culture and gram stain. Five days later, it was reported that the culture and gram stain were negative for bacteria. The third synvisc injection was not administered. At the time of the report, the patient had recovered with sequelae from the event of pain, swelling and effusion. The physician reported that the events were probably related to synvisc. MFR's comments: synovial fluid or effusion should be removed before each injection of synvisc. The effectiveness of a single treatment cycle of less than three injections of synvisc has not been established.